Event description:
A laser technician reports a wave card issue. The patient's flap had been cut at the start of the procedure, the card reader would not read the wave card. The flap was put back and the system was successfully rebooted and completed. The patient waited only 2 minutes, and the treatment went well. At 4 weeks post op, the laser tech stated on behalf of the surgeon that the patient is doing well with no problems. No more information will be supplied.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).